Event description:
In 2007, the plaintiff was implanted with "transvaginal vaginal tape" to treat her stress urinary incontinence. The plaintiff's attorney has alleged the plaintiff has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering" and other damages. It was also alleged that the plaintiff has "experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and has undergone corrective surgery and hospitalization."

Manufacturer narrative:
It is unk which ams pelvic mesh product was implanted. Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.